Event description:
Related manufacturer reference numbers: 2017865-2024-65783. It was reported that the patient presented in-clinic for a routine check-up. It was found that the right-atrial (ra) lead was dislodged, and the right-ventricular (rv) lead exhibited unspecified sensing problem. As a resolution both ra and rv lead were explanted and replaced on (B)(6) 2024. Further information was requested but has not been received. No patient consequences and the patient was stable.